Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0d9cy, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient went through 3 different phases due to the electrode being resistant in phase 2. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0gvcj, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the left lead was the component involved with the issue. The lead looked damaged/fractured when tunneled under the scalp. The left lead was replaced on (B)(6) 2014. The cause of the event was not determined. It was not device related, the healthcare professional stated mechanical damage not device related. The patient was programmed on (B)(6) 2014 with symptom relief.